Manufacturer narrative:
Result of investigation: it was reported that a revision surgery was performed due to broken locking ring on r3 constrained liner in the left hip. The device was implanted in 2019. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A clinical analysis noted that x-ray confirmed the ring had fragmented into 3 pieces, there was a 6-month delay after this radiological finding (until the revision) which could have certainly contributed to the severity of the intraoperative findings/surrounding tissue reaction and damage. The patient impact beyond the reported symptoms, broken component, delay to surgical intervention, and the 2nd revision could not be determined. No further medical assessment can be rendered at this time. Some potential causes could include but are not limited to surgeon technique used, trauma injury or size of device. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated. We consider this investigation closed.

Manufacturer narrative:
H10: additional information provided. H11: corrected information: b5.

Event description:
It was reported that on 1/28/2020 surgeon notified of a patient who came to his office on (B)(6) 2020 with an r3 broken constrained liner locking ring in the left hip. The device was implanted on (B)(6) 2019. A revision surgery was performed on (B)(6) 2020 and it was successful. The constrained liner was explanted.

Event description:
It was reported that on (B)(6) 2020 surgeon notified of a patient who came to his office on (B)(6) 2020 with an r3 broken constrained liner locking ring. Constrained liner was implanted on (B)(6) 2019, left hip. No revision surgery has been scheduled.

Manufacturer narrative:
It was reported that a revision surgery was performed due to broken locking ring on r3 constrained liner in the left hip. The device was implanted in 2019. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A clinical analysis noted that x-ray confirmed the ring had fragmented into 3 pieces, there was a 6-month delay after this radiological finding (until the revision) which could have certainly contributed to the severity of the intraoperative findings / surrounding tissue reaction and damage. The root cause of the fragmented locking ring could not be definitively concluded, although the reported fall on to the area with increased pain could not be ruled out as a contributing factor. The patient impact beyond the reported symptoms, broken component, delay to surgical intervention, and the 2nd revision could not be determined. No further medical assessment can be rendered at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated.